Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records received and reviewed. Patient had a fall at home. Due to the patient¿s morbid obesity, she was considered inoperable and placed on prolonged immobilization and bed rest. The patient had two recovery inferior vena cava filters placed for protection from venous thrombi and pulmonary emboli. During the deployment procedure, the surgeon observed that the patient had a duplicated vena caval system. It was decided to deploy one bard retrievable vena cava filter within in each vena cava. Measurements of the cava on the right delineated a vena cava measuring approximately 14 to 16 mm while the cava on the left was slightly smaller. Each of the ivc filters was deployed without difficulty. The filters were well opposed and fully expanded. The patient tolerated the procedure well and the patient was hemodynamically stable. Approximately five years post deployment of the two vena cava filters, patient presented to the emergency department with complaints of hemoptysis. A CT scan revealed that a vena cava filter was present in the left main pulmonary artery. There was also a metallic density identified in the right atrium, which the doctor speculated was a detached limb from the ivc filter. Approximately six years post deployment of two vena cava filters, a CT of the chest and abdomen indicates that the ivc filter remained positioned in the left main pulmonary artery and was unchanged in appearance. Metallic density along the interatrial septum was also unchanged. Additional CT scans did not mention the duplication of the vena caval system, or a second ivc filter in place. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that two vena cava filters were deployed successfully in a duplicating vena cava; one filter deployed within each vena cava system. Approximately five years post filter deployment, one of the filters were identified in the left main pulmonary artery; as well as, a metallic density was identified in the right atrium. No attempt was made to retrieve either vena cava filters or the metallic density from the right atrium. The patient was reported to be hemodynamically stable.

Manufacturer narrative:
Manufacturing review: based on the medical records provided, during the filter deployment procedure radiologist report indicated patient had a duplicating ivc; therefore, two vena cava filters were deployed in both duplicating ivc¿s successfully. The radiologist report provided both lot numbers (gfod1327 and gfod1362) for the vena cava filters deployed; however, the medical records did not indicate what lot number was associated with the specific filter deployed. Therefore, a manufacturer review was performed on both lot numbers provided. The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. Lot # gfod1327 and lot # gfod1362 met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for each lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: neither the device nor images were returned. Medical records were provided. The medical records allege that two recovery filters were deployed successfully in a duplicating vena cava. Approximately five years later a CT scan allegedly demonstrated a filter in the left main pulmonary artery. Allegedly, a metallic density was identified in the right atrium. The physician speculated it was a detached limb from the filter; however, this was not confirmed. Based on the medical records, filter migration to the left pulmonary artery can be confirmed. The investigation is inconclusive for limb detachment as the identity of the metallic density could not be confirmed. Based on the available information, the root cause is unknown. There were several potential root causes identified for recovery fractures. Labeling review: the current IFU (instructions for use) states: warnings: filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. Movement or migration of the filter is a known complication. This may be caused by placement in the ivc's with diameters exceeding the appropriate labeled dimensions specified in the IFU. Migrations of filters to the heart or lungs have also been reported in association with improper deployment, deployment into clots and /or dislodgment due to large clot burdens. Additional information: manufacturing date: lot # gfod1327 - 04/15/2004; lot # gfod1362 - 04/12/2004. Corrected: email address the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.